Event description:
It stated that "dr trying to remove hybrid screw, tip of removal driver broke in the screw head."

Manufacturer narrative:
Additional information has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.